Manufacturer narrative:
A review of alarm trace data showed numerous sample short and sample foam detection alarms. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). No calibration influence was observed. Controls were within range prior to the event. A general reagent or analyzer problem was not present. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 135 ng/l and it repeated as 8.33 ng/l. The sample was repeated on a second analyzer, resulting in a value of 9.43 ng/l.